Event description:
A copy of the medwatch report from FDA was received, which states ¿after starting patient's 16:00 dose of zosyn to infuse via pump, I noticed that the infusion seemed to be dripping too rapidly. I asked another rn (registered nurse) to observe this with me and she agreed that there was a problem with the rate the pump was infusing, despite being programmed correctly. I stopped the infusion on that ear of the pump and went to get new tubing and a new 'ear'. When I returned, I noticed that the bag of zosyn was empty. The infusion had continued to run even after that "ear" was turned off. I messaged the physician to let her know the patient received his dose in 22 mins instead of the ordered 4 hours. The pump was removed and marked appropriately for service." There was patient involvement but no harm. Additional information was provided by the customer: following the event the patient was monitored. No symptoms and no abnormal lab results were noted. The infusion was intended to infuse 4.5g in 100ml injection IV to infuse over 4 hour q 8 hours (dose prior was given at 0839) at a rate of 25ml/hour.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿after starting patient's 16:00 dose of zosyn to infuse via pump, I noticed that the infusion seemed to be dripping too rapidly. I asked another rn (registered nurse) to observe this with me and she agreed that there was a problem with the rate the pump was infusing, despite being programmed correctly. I stopped the infusion on that ear of the pump and went to get new tubing and a new 'ear'. When I returned, I noticed that the bag of zosyn was empty. The infusion had continued to run even after that "ear" was turned off. I messaged the physician to let her know the patient received his dose in 22 mins instead of the ordered 4 hours. The pump was removed and marked appropriately for service." There was patient involvement but no harm. Additional information was provided by the customer: following the event the patient was monitored. No symptoms and no abnormal lab results were noted. The infusion was intended to infuse 4.5g in 100ml injection IV to infuse over 4 hour q 8 hours (dose prior was given at 0839) at a rate of 25ml/hour.

Manufacturer narrative:
Correction: date of event, concomitant med prod data. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion (zosyn) was not determined because no products or device logs were returned.